Event description:
It was reported that the tip of the motor started to heat up and becam e unbearable to hold. It was reported that there was a 10 minute delay in procedure as a result of the event. It was reported that there was no patient impact.the procedure was completed with the backup product.upon follow up it was confirmed that there is no staff impact.

Manufacturer narrative:
H3: product analysis: evaluation could not reproduce the reported malfunction as the temperature rise was within specification at 18°f. However, it was noted that the front- and rear motor bearings make a lot of noise. This finding may have contributed to the user¿s experience. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.